Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump gave a notification that the cartridge needed to be changed after completing the load process. It was indicated that there were no alerts or alarms. During troubleshooting with tandem technical support, the customer reloaded. The customer was able to complete the load and resume insulin therapy. There was no impact to the customer's blood glucose level.